Event description:
The following was reported to hamilton medical ag: after connecting the cables and rebooting the system it told me that the pressure sensor assembly is missing. Every time I upload the technical state it says everything is there(ok). Then it would give me a tf. Missing pressure sensor assembly. Open it up and notice that the cable has a burnt line. It went all the way to the pressure sensor assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after connecting the cables and rebooting the system it told me that the pressure sensor assembly is missing. Every time I upload the technical state it says everything is there(ok). Then it would give me a tf. Missing pressure sensor assembly. Open it up and notice that the cable has a burnt line. It went all the way to the pressure sensor assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: cer 143246 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4